Event description:
A home peritoneal dialysis pt reported that he woke up around 3:30 a.m. With stomach discomfort during his ccpd treatment. He noticed that the solution bags were empty and the cycler screen was blank. He tried to power it back on, but was unable to restore power to the cycler. He removed the tubing from the lower valve box to drain the solution from his abdominal cavity. The drain amount is not known. Since he was not able to complete his treatment, it is estimated that he was filled with at least twice the amount of his fill volume.